Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number (B)(6) was received at the bd-bard global service and repair. The elevation driver was visually inspected upon receipt and was found to be good physical but non-working condition. During disassembled green corrosion is visible on the keyboard flex cable attached to the top housing sub assembly and the main board connector where the top housing flex cable is connected. The back lid label is illegible. The device was functionally tested and failed the tests as powers on but there is no illumination of the battery indicator on the top housing sub assembly due to fluid ingress on the main board connector and top housing sub assembly identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device will not calibrate and illegible label issue and the investigation is determined to be confirmed for the identified green corrosion issue. The root cause for reported device failure to calibrate issue was determined to be fluid ingress on the main board connector and top housing sub assembly identified during evaluation. The root cause for identified illegible label issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the evdriver device was attempted to use on patient but did not start working. The patient was not hurt in any way. One elevation 12g needle was attempted to be used. The problem occurred as we were trying to take our first sample with the needle in the patient. Ultrasound procedure normal density breast we completed the procedure by using a bard marquee 12g needle there was no difficulty attaching the needle to the driver. Sample button pressed to make sure it was connected correctly, and it was. Then went to use the device during the actual biopsy and when the sample button was pressed nothing happened. The driver was not working at all. After we completed the biopsy and dismissed the patient I detached and reattached the driver to the needle, and it still would not do anything. Additional information was provided when the device arrived at the service center, the elevation driver device has an illegible label.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the evdriver device was attempted to use on patient but did not start working. The patient was not hurt in any way. One elevation 12g needle was attempted to be used. The problem occurred as we were trying to take our first sample with the needle in the patient. Ultrasound procedure normal density breast we completed the procedure by using a bard marquee 12g needle there was no difficulty attaching the needle to the driver. Sample button pressed to make sure it was connected correctly, and it was. Then went to use the device during the actual biopsy and when the sample button was pressed nothing happened. The driver was not working at all. After we completed the biopsy and dismissed the patient I detached and reattached the driver to the needle, and it still would not do anything. Additional information was provided when the device arrived at the service center, the elevation driver device has an illegible label.